Event description:
The pt was admitted for a procedure in 2008 to treat a totally occluded lesion in the right coronary artery. The lesion was a de novo, heavily calcified and moderately tortuous. Three guide wires were being crossed with a balloon, but could not get across due to heavy calcification in the lesion. A miracle 12 guide wire could reach the peripheral portion through false lumen with balloons. Then a 3.0 x 33mm cypher was being delivered but became stuck at the false lumen. Five in six technique was conducted, but it could not be delivered. An attempt was made to deliver the through the lumen of a suction catheter, but it could not be delivered. The cypher was then retrieved through the suction catheter. At that point, the stent was dislodged from the balloon in the suction catheter. Ultimately, there was no stent implanted, as another cypher and a driver were not able to get across the lesion either. There was no injury to the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.